Event description:
The customer reported a set that was leaking at the check valve with the interlink continu-flo solution set during a patient infusion on (B)(6), 2010. This incident occurred in an unknown unit of the hospital. The leak was noticed several hours into the infusion. All connections appeared to be secure. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2010. An actual sample was submitted for evaluation. The sample was submitted for an underwater pressure test and no leak or other abnormalities were observed. The reported condition was not confirmed. Since the condition could not be confirmed, the root cause of this condition could not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation of if additional information becomes available. (B)(4)